Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04391. It was reported that stent dislodgment occurred. The target lesion was located in the ostial right coronary artery. After a .75 non-bsc guide catheter and a non-bsc guide wire crossed the lesion, predilation as performed. A 3.50 x 12 synergy ii drug-eluting stent was then deployed. A more distal lesion was noted which needed treatment so a 3.00x20mm promus premier¿ drug-eluting stent was advanced but failed to cross the previously implanted synergy ii stent. After multiple manipulations of the promus premier¿ stent back and forth, the device became engaged on the synergy ii stent struts and the promus premier¿ stent dislodged from its balloon catheter. An attempt to remove the dislodged promus premier¿ stent with its balloon catheter was made but was unsuccessful. The balloon was removed and a non-bsc microsnare was used to remove the dislodged promus premier¿ stent; however, the implanted synergy ii stent was also removed into the guide catheter, so both stents were removed. The lesion was re-wired and a 3.0x24 promus premier¿ drug-eluting stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was fine.